Event description:
While using the harmonic scalpel, the machine kept shutting off. Harmonic scalpel was not working. Noted that a piece of the scalpel grasper was missing. Negative x-ray. Replaced ace harmonic scalpel and patient did well.